Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600586. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier was locked after the first clip was applied. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned auto endo5 revealed that the applier appears typical. The jaws appear to be aligned and no damage was observed on the device. The applier was received with the trigger partially engaged. No other defects or anomalies were observed. A functional inspection was performed by engaging the trigger of the applier using hand pressure to completion. Upon engagement of the trigger, the ratchet could be heard indicating that the internal ratchet of the device is intact. One clip loaded into the jaws of the applier and closed with no difficulty. Attempt was then made to apply clips using the applier onto overstressed surgical tubing. Two clips were loaded onto the overstressed surgical tubing with no issue. The applier was received with 8 clips remaining indicating that the end user fired 7 clips. However, no functional issues were found. Reference files pic_anp1900046070 for investigation photos. Other remarks: the IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the complaint could not be confirmed. There were no functional issues found with the returned auto endo5. The reported complaint of the applier locked based upon the sample received. The applier was received with the trigger partially engaged. However , upon full engagement of the trigger, the applier functioned with no difficulty. In addition, the applier was received with 8 clips remaining in the device indicating that 7 clips were fired by the end user. The returned device was able to load, close, and release all remaining clips in the applier. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The applier was locked after the first clip was applied. The patient's condition was reported as unknown.